Event description:
The customer's father reported via phone call that the insulin pump had a crack and the system became frozen for 10 minutes. The caller did not know how the damage occurred to the insulin pump or where the cracks were located on the device. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.